Event description:
Some air leaked just under the green hub.

Manufacturer narrative:
A copy of the device eval performed by the MFR, which clearly states that this malfunction occurred due to the error of an operator during the mfg process, which was not caught by quality control at the MFR. Complaint: some air leaked just under the green hub. Note: added info from the hemotech fax indicated that the air leaked at the point where there is a faint x. Investigation: 1. The return sample was subjected to visual inspection, leak testing & finally a destructive test. The results of each of these inspections is listed as follows: a) visual inspection- there was noted a notch or short shot area on the green (turquoise suture wing) hub. This was found on the 6" white pellethane catheter tube side. A small knit line ran away from this short shot area & was thought to be the faint "x" the customer noted. Also, this was a strong indication as to why the component leaked. A dimensional inspection of the positioning of the catheter tube measured 5.90" which is within the spec for seating into the hub. Comment: the operator did not apply enough cyclohexanone bonding solvent to the bonded interface. The result was a void channel which later was found to leak air. This complaint & the destructive sample were reviewed with the operator who performed the operation for awareness & future corrective action. Additionally, supervision in both mfg & quality control were made cognizant of this complaint. B) leak test- a 5-psi leak test was performed & the assembly did not leak, as expected, at the short shot area. Instead, the leak was seen on the opposite end of the green hub at the clear pellethane extension tube. C) destructive test- the assembly was cut in half in order to inspect for a cause of the leakage. The bonding with cyclohexanone of the hub to the clear pellethane tube was found to be inadequate. The solvent did not fully penetrated between the two bonded interface surfaces & resulted in a void channel.